Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on april 11, 2017.

Event description:
Per the clinic, the patient experienced a dislodged magnet subsequent to sustaining a head injury (date not reported). Additional information has been requested but not been made available as of the date of this report.